Manufacturer narrative:
This report will be amended when our investigation is complete. Product received but not yet evaluated.

Event description:
It is reported that the articular surface would not properly seat into the base plate during a knee arthroplasty procedure. It is stated that the articular surface appears dimensionally defective.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. The noted dovetail compression on one side indicates that the articular surface was not correctly placed and oriented before pushing it using the inserter instrument. It is likely that the problems encountered are related to surgical technique. Device history record was reviewed and no discrepancies were found. A probable root cause is misalignment of the device during the insertion process. A summary of the investigation will be sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.